Manufacturer narrative:
Investigation summary: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and connected to a bd secondary set filled with blue dye water. The sets were allowed to free flow. No backflow or occlusion was observed. The customer complaint that while priming the tubing, instead of fluid flowing down the tube, it was pumping air to inflate the ns bag could not be replicated. A device history record review for model 2420-0500 lot number 21023023 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause could not be determined because the issue could not be replicated. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that as lvp 20d dehp 2ss cv had air in line and flow issues. The following information was provided by the initial reporter: it was reported by the customer that while priming the tubing, instead of fluid flowing down the tube, it was pumping air to inflate the ns bag.